Manufacturer narrative:
The customer performed a visual inspection of the patient's initial sample and no clots or fibrin were observed. The field service engineer performed precision testing with acceptable results. The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the system's alarm trace and found abnormal aspiration alarms. These alarms are indicators of possible poor sample quality. The customer's sample pre-analytical details were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 8000 e 801 module. The customer confirmed hcg qc was acceptable. On (B)(6) 2021, the patient's initial hcg result was reported outside the laboratory. On (B)(6) 2021, the physician's nurse called the patient for an ultrasound and a new sample to be collected for repeat hcg testing. The customer performed repeat testing with the patient's initial sample on a different cobas 8000 e 801 module. On (B)(6) 2021, the patient's initial hcg result was 15.2 miu/ml. On (B)(6) 2021, the patient's hcg result with the new sample was 5486 miu/ml. The patient's repeat hcg result with the initial sample was 4133 miu/ml. The customer determined the repeat results matched the clinical picture of the patient. The hcg reagent lot number was 513851 with an expiration date of 30-apr-2022.